Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07276. It was reported the patient lost stimulation. An impedance check showed high impedance on one lead. X-rays revealed both leads had migrated. An sjm representative attempted to program to no avail. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.